Manufacturer narrative:
(B)(4)

Event description:
It was reported that, during patient use, the ventilator safety valve was released and the device generated a non-stop "serious occlusion" alarm. A test bag was connected to the device, but the condition did not change. Although, the ventilation did not stop, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The breath delivery (bd) printed circuit board assembly (pcba) was returned for investigation, along with the exhalation valve and the flash drive. A visual inspection was performed, and no anomalies were observed. The returned devices were attached to a test ventilator, and it passed power on self-test (post), without errors being recorded in the diagnostic logs, and no alarms were generated. Tests and calibrations were performed without issues. The ventilator was set into ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic logs no errors were observed, and no alarms were generated while during the tests. The customer reported malfunction was not verified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.